Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3190 performance issue is not a likely contributor to the event. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es lot 3190. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3190 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. The performance of the vitros 5600 integrated system at the time of the event cannot be completely ruled out as a contributing factor. Vitros tropi es within run precision testing performed returned insufficient replicates to make a full assessment of the instrument performance. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained a non-reproducible, higher than expected, vitros troponin I es (tropi es) result from a single patient sample when tested on a vitros 5600 integrated system. Patient sample 1 result of 0.247 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected vitros tropi es patient sample result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the result and a corrected report was later issued for the sample. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).